Event description:
Healthcare professional reported approximately 3 weeks after injection in the mid face intended for a cheek enhancement with juvederm voluma patient developed "a reaction to the product" (specifics of the reaction are unspecified at this time). Patient's "gp" treated them with antibiotics of which "do not seem to be working."

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or product details has been requested. No additional information is available at this time. The event of "a reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvederm voluma with lidocaine injection.